Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient line was not properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the care giver did not ensure that the patient line was properly primed before starting therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The air infused in the abdomen occurred on an unknown date in "early 2015". Upon follow-up it was reported the patient experienced air in the abdomen coincident with peritoneal dialysis (pd) therapy. The cause of the event was reported as due to connecting to an unprimed line. The patient reported seeing an unknown amount of air in the line and connecting anyways, then subsequently experiencing pain. The patient was hospitalized for observation to rule out cardiac issues. There was no medical intervention for the report of air infused or pain, and the patient was not given pain medication for the event. The patient reported there were no cardiac related issues for this hospitalization. The patient was recovered on an unknown date (three days after the event) and was discharged home. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.